Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
It was reported that a patient underwent a modified technique for removal of an expert tibial nail due to non-union on (B)(6) 2018, a cannulated connecting screw cross threaded in nail and stripped out. The surgeon pivoted using standard extraction screw without incident. The hammer guide would not interface with the extraction screw so the surgeon pivoted using an unknown hammer guide from expert retrograde/antegrade femoral nail (ex rafn) set and nail was removed without incident. There is no alleged malfunction against the nail. The procedure was successfully completed with two (2) minutes surgical delay. Patient outcome was as planned. This complaint captures the intra operative events while (B)(4) captures the post-operative events. This complaint is for one (1) cann connecting scr f/percutan instruments for nails-ex. Concomitant device reported: unknown extraction screw (part# unknown, lot# unknown, quantity# 1) cannulated tibial nail (part# 04.034.458s, lot# unknown, quantity# 1). This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).